Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, e. Coli is misidentified as citrobacter. No patient impact reported. The following information was provided by the initial reporter: "incorrect ID of e.coli on phoenix m50. Instead of e.coli it is detected as citrobacter. E.coli was confirmed with bruker maldi-tof."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary a complaint of "in correct ID of e. Coli "was received against phoenix m50 instrument material number: 443624, serial number (B)(6): .bd remote assistance provided, followed up with customer to provide further information to proceed with investigation. No further response. This complaint is unconfirmed failure of bd product and root cause was unknown. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus returned material investigation could not occur. Bd quality will continue to closely monitor trends for this defect, including changes in severity and rate.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, e. Coli is misidentified as citrobacter. No patient impact reported. The following information was provided by the initial reporter: "incorrect ID of e.coli on phoenix m50. Instead of e.coli it is detected as citrobacter. E.coli was confirmed with bruker maldi-tof."